Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 250 mg/dl at the time of the incident. The customer's blood glucose was 400 mg/dl at the time of hospitalization. The customer stated that her blood glucose was treated during the hospitalization. The customer stated that she experienced nausea and diarrhea. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer stated there were no air bubbles, leaks insulin issues and site issues. The customer declined to continue troubleshooting. The insulin pump will not be returned for analysis.